Event description:
It was reported "the patient had a recurrence of cervical sarcoma and mental retardation. At about 22:00 on the eighth day after 7.29, the patient wanted to go to the toilet to relieve her urination. The patient's mother lifted the restraint belt for her and did not accompany the patient to the bathroom. The patient removed the internal jugular vein catheter by himself. 22:20 the nurse visited the ward and found that the patient had removed the right internal jugular vein catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient had a recurrence of cervical sarcoma and mental retardation. At about 22:00 on the eighth day after 7.29, the patient wanted to go to the toilet to relieve her urination. The patient's mother lifted the restraint belt for her and did not accompany the patient to the bathroom. The patient removed the internal jugular vein catheter by himself. 22:20 the nurse visited the ward and found that the patient had removed the right internal jugular vein catheter."